Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revised periprosthetic femur fracture distal after patient fell down 5 week post op. Removed accolade hfx, replaced with a more distal fitting stem. Fracture was midshaft - distal to stem. Implants were not damaged.